Manufacturer narrative:
H3 other text : evaluated by third party.

Event description:
The manufacturer received information in relation to a dreamstation auto bipap. There was no report of serious or permanent harm or injury. During evaluation of the device at a third party service center, connector oxide was found. No other problems were detected. The unit was found to be functional. The device was scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto bipap unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the connector oxide present. In addition, the devices error log was downloaded, and 22 error codes were present when reviewed. Lastly, the device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.